Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced pain/discomfort at their ipg site due to the location of their ipg. As a result, the patient's ipg was repositioned via surgical intervention on (B)(6) 2020 to address the issue.